Event description:
Dalton medical corp reported the event below: the patient fell trying to transfer from her power wheelchair. The patient stated that she was not injured and also that the chair didn't cause the fall.